Event description:
It was reported that during a routine defibrillator change out procedure, it was noted that the right atrial lead dislodged. The lead was explanted and replaced. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.